Manufacturer narrative:
Per the good faith effort (gfe) response from the key market, no diagnostics codes were displayed. It was also reported that device was no longer in warranty, and the device was not repaired by philips. No further details were provided.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporting institution phone: (B)(6).

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator displayed a proximal pressure pipe disconnect. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.